Event description:
It was reported that the chronic right atrial lead was capped on (B)(6) 2007 during generator change out procedure for unknown reasons. The patient was discharged after the procedure.